Event description:
It was reported that the physician was having trouble with his programming tablet. The physician reported that after pressing the tablet power button the tablet would flash on and then go to a blank black screen. It was reported that the tablet was charged. A company representative went to the site to troubleshoot the tablet, but was unable to replicate the issue. It was reported that no patient's were affected by the issue. The issue has never occurred again. It is unknown if the physician was fully pressing the power button. The physician's office reported that the tablet never went to the vns therapy page.